Manufacturer narrative:
Actual device involved in the event was evaluated. Performance tests performed. Visual examination. Mfg -process. Device failure directly caused event. Variation in the thickness of the sealing rib inside the cap resulted in more force that expected to be required to tear through it.

Event description:
After the cannula had been inserted into the aorta, the cannula vent cap was difficult to remove. There was no adverse consequence to the pt as a result of this event.